Event description:
It was reported patient's lead had a high impedance. Surgical intervention was undertaken during which the lead was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.